Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant fractured in tooth location # 20 and was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: unique identifier (UDI) number changed to unknown. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One osseotite® implant 3.75 x 10mm (oss310) was returned for investigation. Visual evaluation of the as returned products identified significant signs of wear and fracturing across the threads. Bone debris and scratches presented on the external threads. Device history record (DHR) review was completed for the subject lot number 656367. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (656367) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.